Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process. Correction: d2 - device product code was corrected to gcj as this was initially provided incorrectly.

Event description:
Name of procedure being performed: ni. Detailed description of event when the item was being unpackaged at the start of surgery, it was noticed that there was a hair inside the pouch. Due to it being a biohazard, the tech placed the trocar back in the packaging and another, new trocar was used to complete the case. Product is available for return. Patient status: na (no patient involvement). Type of intervention: the device was placed back in package and a new one was used to complete the case.

Event description:
Name of procedure being performed: ni. Detailed description of event: when the item was being repackaged at the start of surgery, it was noticed that there was a hair inside the pouch. Due to it being a biohazard, the tech placed the trocar back in the packaging and another, new trocar was used to complete the case. Product is available for return. Patient status: na (no patient involvement). Type of intervention: the device was placed back in package and a new one was used to complete the case.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.